Event description:
Upon administering the nurse felt resistance from the insulin dial pen, nurse lifted the pressure a little bit in case the pressure was too hard. Pen dial started going down however when nurse lifted the autoshield, liquid came out from the autoshield. Nurse checked abdo site, puncture mark present, nil lump under the skin however nurse cannot be sure that client had any dose despite the insulin spilling from the autoshield¿. No impact on patient's glycaemic control

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.